Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sigmoidectomy procedure, the surgeon tried to fire the device however, it would not. The sales rep noticed some staples came out of the staple pockets. There was no patient injury.